Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was emitting energy at a decreased level and therefore no longer vaporizing efficiently at 35,881 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber glass cap shows a circumferential fracture of glass cap distal to fiber/ cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap exhibits sever char and burning. The metal cap remains intact and attached. The glass cap distal to the fracture and tir zone is missing and is not available for analysis. The remaining portion of the fiber has slightly pushed forward in the metal cap and rotated off center. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.